Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited rf telemetry anomaly after lightening strike. The transmitter was switched to wand transmitter and rf telemetry was successful. No patient symptoms were reported.

Event description:
New information stated that on (B)(6) 2015, the clinician was walked through an etp download which successfully restored rf telemetry.